Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any treatments and symptoms related to low blood glucose level. Customer stated that the reservoir side was cracked and was able to lock in place when inserted into insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.